Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump was under delivering and no insulin flow blocked error. It was reported that the customer had high blood glucose levels of 21 mmol/l at the time of incident. It was reported that the customer had current blood glucose levels of 10.1 mmol/l. It was reported that the customer was hospitalized on (B)(6) 2019 for hyperglycemia. The customer was treated with manual injection in hospital. It was reported that the customer alleged that the insulin pump was under delivering the insulin because the customer was experiencing high blood glucose levels over the last two months. Troubleshooting was not completed during the call. It was reported that they had changed infusion sets, changed site insertion, high blood glucose was still occurring. The customers was advised to get pump replaced. It was reported that the customer had positive results in ketones and also experienced symptoms related to the high blood glucose which included vomiting and abdominal pain. It was reported that the customer could not bring down the high blood glucose levels. The customer insulin pump will be returned for analysis.